Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the programmer had a loose electrocardiogram connector and failed functional tests. The programmer was to be scrapped and usable parts salvaged. (B)(4).

Event description:
The programmer was returned for scrap and tested out of specification during manufacturer's analysis. There was no patient involvement.